Event description:
Device 3 of 3. Reference MFR. Report: 1627487-2013-13445 and 1627487-2013-13446. It was reported when the pt's stimulation was turned on, she experienced what she described as a "shocking sensation" through her body when she moved a certain way. The pt was implanted with two competitors leads, diagnostic testing discovered 5 out of the 8 electrodes showed invalid impedances. X-rays were ordered to see if there were any lead fractures. It was noted the pt still had stimulation coverage using 3 working electrodes, however, she could not tolerate the shocking sensation. Follow-up information identified the pt underwent a surgical procedure and the leads and adapters were explanted. The ipg was explanted and replaced with a new ipg. The pt's physician opted to do a laminectomy at t9-10 and placed a sjm lead at t9. Interoperative testing confirmed the pt was receiving effective stimulation coverage.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.